Event description:
It was reported that the patient had a change in therapy effect with spells at different times throughout the day where he experienced headaches, nausea, and stomach aches that lasted anywhere from 15 to 30 minutes. The physician told the patient that the symptoms could be a side effect of dilaudid. The device system was currently used to deliver hydromorphone (dilaudid). It was also reported that the device system was previously used to deliver baclofen, but the timeframe was not provided. In (B)(6) 2011, the pump's estimated elective replacement indicator (eri) was 11 months. The patient's last refill was on (B)(6) 2012, and it was noted that there were no volume discrepancies. It was noted that the physician wanted to replace the pump in (B)(6) 2012, due to the potential for the pump to stop and put him into withdrawal. An event timeframe was not provided, but it was also reported that the patient was unconscious and paramedics ripped off his medical necklace that directed them to see his wallet for the pump information card. The patient was given a drug that forced him into baclofen withdrawal. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient reported they experienced withdrawal symptoms a week prior to the pump replacement surgery. The patient also reported going thru withdrawal 2-3 weeks of august. Patient stated he had bad gi upset and pain, hot flashes, diarrhea, headache, nausea, increased pain, no energy and tired. Per another reporter it was indicated the patient had been doing well prior to pump replacement. Patient reported their pump was near elective replacement indicator (eri), it was in (B)(6). Patient stated the pump was supposed to last until (B)(6). The pump was replaced. The patient was implanted with a smaller pump per patient request. Patient stated the hcp wanted to use the medicine from the current device and put it in the new device. The replacement went fine. The pump previously delivered compounded baclofen. The pump was currently delivering hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. Analysis of the catheter (B)(4) and connector (B)(4) revealed no significant anomaly found. The catheter was returned incomplete and in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter; product ID 8575, lot# n077242, implanted: 2006-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information: it was reported that the pump battery failed in (B)(6) 2012 and the patient wasn¿t receiving any medication. It was also reported that the healthcare provider (hcp) ¿made some errors¿, that the quality of care that was provided during the previous pump replacement was questioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump "stopped working due to the fact there was corrosion in the pump and it had locked up." It was noted and the telemetry showed that the patient was still getting medicine, "but wasn't." It was also reported when the doctor put in the new pump he failed to withdraw the medicine from the old pump and realized the patient was not getting "meds" and then he realized the patient "was getting more medicine" han the patient should have, which "could have been a catastrophic event." It was noted the telemetry didn't show any failure. A follow-up report will be sent if additional information becomes available.